Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) worked with the pharmacist and the hospital's information technology (it) team. Fse discovered that someone had used the port adapter on the wall, which caused the station to stop communicating. The issue was not reported until two months later. Hospital it provided the correct port location, and the station started communicating again. The fse performed a database cleanup and data synchronization due to the extended downtime. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station on disconnected mode. The customer stated that this malfunction caused a station cannot pull any medications to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station on disconnected mode. The customer stated that this malfunction caused a station cannot pull any medications to patients. There were no adverse events or injuries reported based on this event.